Event description:
The account alleged the cardio pulmonary resuscitation was not functioning. No injury reported.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve guide tube to resolve the issue.